Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cracked and button did not working properly. Customer's experienced high blood glucose level was unknown. Customer stated that batteries did not last, and her blood sugar was running higher even though she was not messing with the patterns and she boluses and her sugar was not come down so she suspects the insulin pump was not dosing properly. The device will not be returned for analysis.